Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. There were no material or structural inconsistencies observed in the rod. Rods failed post-operatively due to physiological loading in the area with the highest bending moment. The spinal rods underwent multiple bending/unbending cycles during installation. This introduced residual stresses and created potential fracture initiation sites. Tool marks observed on the rods may have been caused by improper tool use. The suggested cause of failure of the right side rod was fatigue-induced crack initiation and propagation. The rod on the right likely fractured first. The left side rod also experienced fatigue crack propagation. The suggested cause of failure of the left side rod was fatigue cracking followed by final fast fracture because of an increase in load. After the right side rod failed, the stresses on the left side rod increased, which led to fast fracture.

Event description:
Bilateral rod fracture in a mesa construct approximately 8 months post-operatively. Patient was revised.

Manufacturer narrative:
The explants were returned and a preliminary evaluation performed however, the rods will be sent to an independent laboratory for evaluation. The lot number was not visible on the portions of the rods that were returned however, a general review of the manufacturing records for the implants was performed and no manufacturing or inspection discrepancies were found. The doctor has attributed this event to a pseudoarthrosis were an osteotomy was done. Until the analysis of the rod is completed, no firm conclusions can be drawn at this time regarding the cause of the fractures.